Manufacturer narrative:
The device alarmed failed battery test due to corroded battery tube and battery cap contact. The device was received with cracked case at the display window corners and reservoir tube window corners. The device was also received with minor scratched lcd window, missing end cap sticker, and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that his device no longer had power and that the battery compartment was cracked. The customer tried troubleshooting by attempting to replace battery, but the device still remained dead. The customer's blood glucose at the time of incident was unknown. The customer was advised that the device would need to be replaced and returned for analysis.